Manufacturer narrative:
The returned ipg was analyzed passed all tests performed and exhibited normal device characteristics. With all the available information boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that after being treated for covid pneumonia with physical kinesiology performed on the patients lower back which is near or above the implantable pulse generator ipg, the patient was not able to charge the ipg. A database analysis was performed and it revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters do not confirm any issues with the ipgs functionality. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected. However, the patient was still not comfortable with the ipg performance and decided to undergo a revision procedure to have the ipg replaced. Post-operatively, the patient was with therapy on and had pain relief.

Event description:
It was reported that after being treated for covid pneumonia with physical kinesiology performed on the patients lower back which is near or above the implantable pulse generator ipg, the patient was not able to charge the ipg. A database analysis was performed and it revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters do not confirm any issues with the ipgs functionality. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected. However, the patient was still not comfortable with the ipg performance and decided to undergo a revision procedure to have the ipg replaced. Post-operatively, the patient was with therapy on and had pain relief.